Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
Us distributor reported that the patient had developed a rash under the two rear therapy electrodes. The patient's physician prescribed antibiotics and an unknown cream for the irritation. The patient reported that the irritation under one of the electrodes had improved, but the other had worsened. The patient's doctor determined that the patient no longer needed to wear the lifevest. The outcome of the patient's rash is unknown.